Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "complaint reported from the customer: 3 incidents occurred with the pca pump. (B)(6) 2016: infusion programmed: pca mode, continue without bolus, product hypnovel, times 3 days, vtbi: 45mg, volume in the vial: 50mg. On (B)(6), 2 days after the beginning of the infusion, only 10mg was in the vial instead of 20mg. On (B)(6) 2016: pca, continuous without bolus, product: hypnovel vtbi: 15mg, time: 24hrs, volume in the bag 30mg. During the night, there was an air alarm because there was air in the tubing set/ the bag was empty. On (B)(6) 2016: pca, continuous without bolus, vtbi15mg, time 24hrs. At 2:00 pm, volume in the bag: 15,5mg at the start of the infusion. The infusion should stop at 2:00 pm the next day. At 4:00 am on the morning, air alarm because the bag was empty. After the third incident, the nurse changed the sapphire pump. Questions concerning over / under delivery: kindly acknowledge no patient was involved and no human harm caused. Requested to the customer on 19/04/2016 by mail. What software version is installed on the device? No information for the moment. What were the treatment settings? Rate: requested to the customer on 19/04/2016 by mail. Vtbi: 15mg, time: 24hrs, mode: pca (continuous without bolus), what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Administration set used (type and lot number): requested to the customer on 19/04/2016 by mail, what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Requested to the customer on 19/04/2016 by mail, what drug was administered during the event? Hypnovel, priming method (manual / with pump): na, what volume was used for prime? Na, what was the initial bag volume? See description above, please describe the deviation between the programed and actual given treatment: is the vtbi different? Yes see description above, what is the deviation between the programed vtbi and the actual volume left? Yes see description above. Was the pump placed in a backpack during the treatment? Requested to the customer on 19/04/2016 by mail. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: no. At which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.), what was the vtbi presented on the pump screen following the alarm? What was the volume left in the bag? Pump treatment information: infusion programmed: pca mode, continue without bolus, product hypnovel, times 3 days, vtbi: 45mg, volume in the vial: 50mg. Type of drug: hypnovel. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes". Additional information was received on apr 28, 2016: the 3 incidents happened during use with the same patient- the infusion ended too soon, the patient was in pain, but there was no need for medical intervention- the tubing set used was either ap403 or ap424- the infusion was set to 1 mg/ml or 0.5 mg/ml- the pump was set on an IV pole- the catheter used was a cipfnlim (B)(6) 2016".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "complaint reported from the customer: 3 incidents occurred with the pca pump. Monday (B)(6) 2016: infusion programmed: pca mode, continue without bolus, product hypnovel, times 3 days, vtbi: 45 mg, volume in the vial: 50 mg. On wednesday, 2 days after the beginning of the infusion, only 10 mg was in the vial instead of 20 mg. On (B)(6) 2016: pca, continuous without bolus, product: hypnovel vtbi: 15 mg, time: 24 hrs, volume in the bag 30 mg. During the night, there was an air alarm because there was air in the tubing set/ the bag was empty. On (B)(6) 2016: pca, continuous without bolus, vtbi15 mg, time 24 hrs. At 2:00 pm, volume in the bag: 15,5 mg at the start of the infusion. The infusion should stop at 2:00 pm the next day. At 4:00 am on the morning, air alarm because the bag was empty. After the third incident, the nurse changed the sapphire pump. Questions concerning over / under delivery kindly acknowledge no patient was involved and no human harm caused. Requested to the customer on (B)(6) 2016 by mail. What software version is installed on the device? No information for the moment. What were the treatment settings? Rate: requested to the customer on (B)(6) 2016 by mail. Vtbi: 15mg, time: 24hrs. Mode: pca (continuous without bolus). What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Administration set used (type and lot number): requested to the customer on (B)(6) 2016 by mail. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Requested to the customer on (B)(6) 2016 by mail. What drug was administered during the event? Hypnovel. Is the vtbi different? Yes. What is the deviation between the programed vtbi and the actual volume left? Yes . Was the pump placed in a backpack during the treatment? Requested to the customer on (B)(6) 2016 by mail. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: no. What was the volume left in the bag? Pump treatment information: infusion programmed: pca mode, continue without bolus, product hypnovel, times 3 days, vtbi: 45mg, volume in the vial: 50mg. Type of drug: hypnovel. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes." Additional information was received on (B)(6) 2016: the 3 incidents happened during use with the same patient- the infusion ended too soon, the patient was in pain, but there was no need for medical intervention. The tubing set used was either ap403 or ap424. The infusion was set to 1 mg/ml or 0.5 mg/ml. The pump was set on an IV pole. The catheter used was a cipfnlim (B)(6) 2016."